Event description:
During the procedure, the physician used prowler lp es micro-catheter and orbit coil. Then the physician found the delivery difficulty when the coil reached the aneurysm, the physician re-position, at this time, the coil stretched. Then product was changed to another one to complete the procedure with previous micro-catheter. No impact to the patient consequence.

Manufacturer narrative:
During an aneurysm coil embolization difficulty during delivery of the 2x4 helical fill trufill dcs orbit was encountered; the coil stretched when repositioning in the aneurysm. The coil was removed from the patient still attached to the delivery system. The procedure was completed with another coil and the same prowler lp-es microcatheter without impact or patient consequence. The sidewall 3.5x5mm aneurysm had a 3.5mm neck. No information has been obtained regarding what if any neck remodeling technique was used. An adequate continuous flush was maintained through the microcatheter which had not been re-shaped. It was reported that there was a little resistance during advancement of the coil at the distal end of the microcatheter; however, the event did not occur prior to exiting the microcatheter and there was no difficulty with subsequent coils through the same microcatheter. There was a little resistance during advancement and withdrawal of the coil for repositioning in the aneurysm; the withdrawal was continued. In addition it was reported that during the repositioning, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and a kink was found. The support coil was not damaged. The introducer was unassembled and no damages were observed. The gripper presented no damages. The embolic coil was stretched and kinked. The gripper and the embolic coil were inspected under microscope and were confirmed the findings of the visual analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13470976 and subassembly lots 14028305 and 14026278 were reviewed revealing no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed. The cause of the stretched coil and kinked hypotube cannot be conclusively determined; however, there is no indication that it is related to the manufacturing process. It was reported that there was some resistance during repositioning the orbit coil in the wide-necked aneurysm. It is not known if neck remodeling was used; and therefore, it is not known if device interaction may have contributed to the event. It is possible that the aneurysm characteristics, coil packing, and/or coil size selection may have contributed to the event. The instructions for use (IFU) cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. In addition, it was reported that the microcatheter was repositioned over the coil. The IFU further cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the analysis of the returned device, no conclusion can be made regarding the cause; however, there is no indication that it is related to the manufacturing process. With review of the available information, there are clinical/procedural factors identified that may have contributed to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Additionally it was reported that the aneurysm measured 3.5x5mm, neck 3.5mm, neck to sac ratio was <0.5 and sidewall. An adequate and continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. A little resistance occurred during advancement of the coil through the distal shaft of the mc. However, no kinks were noted on the mc that may have contributed to the event. The event did not occur during insertion through the microcatheter prior to exiting the mc. No additional force was utilized to advance or remove the coil/delivery system therefore this did not contribute to the event. There was a little resistance during withdrawal for repositioning in the aneurysm, but the withdrawal processes continued. During the repositioning, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. There was a lithe resistance when the coil was advanced, but the same microcatheter was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. No further information was available. Additional information will be submitted within 30 days of receipt.